Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure the end part of the medical device was broke whilst taking out a fibroid. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the fault description provided by the customer " end of diathermy hook broken" was confirmed. The product shows significant signs of wear, which is due to the age of the electrode. The hook tapers toward the break; this is because the material wears down with each use, becoming thinner as a result. This ultimately led to the hook breaking. For example, prolonged activation of the current generates additional heat, which caused the hook's insulation to melt. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).